Manufacturer narrative:
Lock bar strut; flange bearings.

Event description:
It was reported by service report that the red handle came off the track. No pt involvement or adverse consequences are reported.